Manufacturer narrative:
One cadd legacy 6400 pump was returned for analysis in good condition. The event history log was reviewed with no evidence of the reported fault. Accuracy testing was performed; resulting in +3.34%, +0.70%, and +0.63% were all within the published customer spec of +/- 6.0%, but one was outside the internal spec of +/-3.0%. Based on the evidence, the complaint was confirmed. However, the root cause if unknown. It is thought that the expulsor was out of calibration.

Event description:
Information was received indicating that cadd legacy 1 pump failed accuracy by -6.65%. There was no patient involved.